Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user requested assistance with a full supply change while using an inset 23" 6 mm infusion set, and the first set¿s adhesive stuck to itself during paper removal, leading to replacement and successful resumption of insulin delivery after troubleshooting and education. No reported symptoms or changes in blood glucose. Outcomes included no alerts, no alarms, and no medical intervention or hospitalization. Investigation included technical support guidance for infusion set replacement and verification of insulin delivery. Investigation of this case revealed an infusion set deployment error related to adhesive handling with no device malfunction, and the device functioned as intended once a new set was applied. It was concluded, based on previously established findings for similar reports, that the cause was user handling during infusion set application.